Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the knee is painful and the components look to be loose. The femur was loose at the cement to implant interface. Cement manufacturer is unknown. Femur fell out with no effort. The tibial tray was fixed and difficult to remove. No cement was stuck to the backside of the femur, and the tray had some cement stuck to it. The metal backed patella was retained and a new button popped on it. Attune revision components were used.